Manufacturer narrative:
The reported complaint of a catheter balloon leak was confirmed during flushing of the returned icy catheter (lot# 197872) during decontamination. During the in/out lumen flushing, a leak was observed from the middle of the distal balloon due to a tear in the balloon. During functional testing, all infusion ports and lumens were flushed without resistance. Upon flushing the in/out lumen, a leak was observed from the middle of the distal balloon. Further inspection of the catheter under a microscope showed a balloon tear located in the middle of the distal balloon, confirming the reported complaint. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. Historical complaints were reviewed for investigation related to the reported complaint, and one similar complaint was reported for the icy catheter with lot #197872. Ccr 92430 was reported on 5 january 2026, and a balloon tear was observed. Correction: b5 and d4, lot # for catheter

Event description:
In the emergency department, before placing the icy catheter (lot# 197872), balloon leakage was identified during the saline flush test performed to verify balloon integrity when the catheter was connected to the console. As a result, the catheter was immediately removed from use. An alternative temperature management therapy was utilized to continue the patient's treatment. No adverse impact to the patient.

Event description:
In the emergency department, before placing the icy catheter (lot# 200330), balloon leakage was identified during the saline flush test performed to verify balloon integrity when the catheter was connected to the console. As a result, the catheter was immediately removed from use. An alternative temperature management therapy was utilized to continue the patient's treatment. No adverse impact to the patient.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.